Event description:
It was reported that during reprocessing, a broken cable was noted on the maryland bipolar forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found scratches on the surface of the distal pulley. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube.